Event description:
My daughter is 11 and has type one diabetes. She uses a tandem pump with the dexcom sensors. In the last five days, my daughter's pump has alerted us in the middle of the night that she was "low" on three different days. This means there is a medical emergency and that her blood sugar is less than 40. This requires immediate medical intervention. This is very disturbing! On each of these three different nights, she was not, in fact low. This is very concerning. For example, last night it said she was "low" when in fact she was 167. Last night, the alarm went off 2 different times hours apart. The night before, she was 116 when it said she was "low." Again 154, when it says "low". I've contacted dexcom and they have provided no explanation why this keeps happening and assures me this pump is safe. This pump is not safe. We were instructed to put in new sensors and even a new transmitter and this continues to happen. Something is wrong. I am fearful for my daughter and her safety. I don't understand how this pump is coming up with such outlandishly wrong readings that have dire consequences. Dexcom shrugs it off as if this is no big deal. It is a big deal. A child's life is at stake. We need to trust the technology that we use to administer the medication that saves our child's life. Surely there is a better answer here. Two additional dexcom sensors have failed, and it appears I am getting nowhere. They seem to think (B)(6) should continue using sensors from the same lot. I suspect all the sensors from this lot are damaged. However, in the past six or seven nights, her blood sugar has been completely normal when manually tested. It seems the sensor (no compression, no medication, no nothing) just starts going south for no reason. If this was one sensor, I would understand. But this is now the fifth or sixth sensor from what we've identified is from the same lot. I will also say that one of the dexcom people this past week told me, in jest, that "this is happening a lot lately." Reference reports: mw5116493, mw5116495, mw5116496, mw5116497, mw5116498.